Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to lack of sample. However, based on investigation information, the cause was determined to be the patient did not properly connect (e.g. Overtorqued) the disposable set and a solution bag. This review finds the labeling adequate for the use error(s) in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center reporting a line from a solution bag came off during fill 1 and the home patient wanted to end therapy so he could start over. The technical services representative (tsr) assisted the hp to end therapy. Product surveillance contacted the hp on (B)(6) 2011 regarding the connection issue with the solution bag. The hp stated had tightened the connection too much and he stripped the threads. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. A batch review will not be conducted. There was no allegation of a product malfunction